Event description:
It was reported that during an angioplasty transluminal intervention, balloon rupture occurred. The lesion being treated was located in the left antebrachium. During the 1st inflation at 6 atms, leakage was noted during dilation. The physician removed the 5.0 x 20, 40 cm mustang balloon outside the patient's body and it was noted the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).